Manufacturer narrative:
Batch review performed on 09 july 2018; lot 175386: (B)(4) items manufactured and released on 05 december 2017. Expiration date: 2022-11-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to cup mobilization 4 months after the primary. The surgeon revised cup, ball head and liner.